Manufacturer narrative:
Date of occurrence (B)(6) 2017. This lot was manufactured september 12, 2016 - september 14, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. The pump was filled with 5-fu. There was no patient injury or medical intervention associated with this event. No additional information is available.